Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012829105 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the return product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, the slider on the catheter handle would not move up to extend the array and felt stuck, and would only push up approximately one-fifth of the slider length. The guidewire could be moved freely through the catheter, and there did not appear to be any blockage in the catheter lumen. Attempts to resolve the issue included moving the slider up and down while manipulating the guidewire and adjusting the tension knob on the catheter handle, without resolution. The catheter was safely pulled into the sheath and removed from the patient. Upon inspection after removal, it was confirmed that the guidewire still moved freely and the slider could not fully extend the array. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.